Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. The hyperglycemia began when the user initiated but did not complete a fill tubing only process, resulting in insulin delivery being suspended for approximately 4 hours. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was initially caused by the user inadvertently not completing a fill tubing process, leading to prolonged suspension of insulin delivery. The hyperglycemia that persisted after insulin delivery was resumed was likely from a failure along the fluid pathway, resulting in insufficient insulin delivery.

Event description:
On 9/18/24 a beta bionics territory business manager (tbm) became aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 9/11/24. On 9/18/24 a beta bionics customer care agent followed up with the user about the event. The user reported a significant hyperglycemic event leading to an emergency room visit. The highest blood glucose (bg) level recorded during this event was 650 mg/dl, with high bg levels sustained for over three hours. The user received alerts from their device for high bg levels. In response, they administered 20 units of fiasp from a multi-dose injection (mdi) pen after disconnecting from the ilet pump. Following this, the user experienced severe symptoms, including vomiting, excessive thirst, trouble breathing, and confirmed dka, prompting their spouse to take them to the ER. While in the ER for approximately eight hours, the user received several IV bags, insulin treatment, an EKG, and blood work to monitor their condition. The user could not verify if there were any issues with the infusion set tubing and/or cannula. It was not reported what type of infusion set was used.